Manufacturer narrative:
Sections with additional information as of 21-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi and 512 mg/dl (fasting/non-fasting status was not disclosed). The customer feels well and did not report any symptoms. Mother had stated customer's doctor had been contacted when the result of 512 mg/dl had been obtained. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter result. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.